Event description:
It was reported that the patient presented with lumbar stenosis, previous posterior segmental arthrodesis from l4-s1, instability, p pseudoarthrosis. The patient underwent a revision surgery consisting of alif at l4 through si using bmp in krueger and saber cages, plif at l3 through s1 using bmp in decorticated areas of facet and transverse processes, no cages noted. 'Scar tissue' from previous posterior fusion noted and removed during surgery. Palpation of the distal aorta revealed the patient to have an erythematous plaque in the distal aorta mostly on the left side. Pod 1, the patient underwent removal of left l2 pedicle screw and implant to treat left l3 radiculopathy secondary to aberrant pedicle screw. Procedure performed: re-exploration of posterior lumbar fusion, removal of l3 pedicle screw, placement of #7 jp sub muscular drain. The wound was irrigated with antibiotic irrigation. The caps and rods were removed on the left side. A broken left l3 pedicle screw was removed. The rod was repositioned and placed. The patient awoke with much improved left lower extremity function and pain and was brought to the recovery room. 37 days post-op imaging studies indicated 'stable grade 1 spondylolisthesis of l4 on l5. No acute osseous abnormalities are noted. Diffuse disc bulges at the ll-l2 and l2-l3 levels are unchanged with possibly moderate stenosis of the right l2-l3 neural foramen, also stable.' At 42 days post-op: views of left knee and hip: no significant left knee joint effusion is seen. Mild tricompartmental degenerative changes are noted of the left knee evidenced by mild osteophyte formation. The left hip appears unremarkable. At 99 days post-op: post-op follow up for exam of lumbar spine: no change in position of nonradiopaque interbody spacers located at l4-l5, l5-s1 and s1-s2. No change in grade 1 spondylolisthesis of l5 on s1. Alignment is stable with flexion and extension. 184 days post-op: examination: 3 views of the lumbar spine dated (B)(6) 2011. Clinical information: status post alif, plif on (B)(6) 2010. There is no instability in flexion or extension. No complications are seen. At 287 days post-op: left sacroiliac joint injection fluoroscopy with steroid 841 days post-op: CT lumbar spine, patient complaining of s1 radiculopathy symptoms: diffuse osteoporosis is again seen. Significant degenerative disease of the sacroiliac joints is present. There are also is multilevel degenerative disc disease with vacuum phenomenon at t11-t12, t12-l1, and l5-s1. Interval worsening of the facet arthropathy at t12-l1 and l1-l2 without evidence of fusion. Calcific change of the aorta iliac arteries is again noted. T12/l1: there are degenerative changes of the intervertebral disc. No critical spinal canal narrowing or critical neural foraminal narrowing.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.